Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Device was not returned for evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision approximately eight years post-implantation due to pain. During the procedure, there was a large amount of hemosiderin stained tissues and large globulations consistent with pseudotumor and after disengaging the head there was a moderate amount of trunnionosis with black debris on both the trunnion and femoral head. Metal wear and metal poisoning were also noted. Attempts have been made and no further information has been provided.